Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement computer shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds they were unable to verify slow function as it seems to function normally. Computer passed all testing with no problem found. Fully functional. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic ent representative reported that, while setting-up prior to a procedure, the navigation system unexpectedly exited from the plan task. The medtronic representative had loaded the patient exam successfully, advanced to the plan task and selected the build 3d model button. The 3d registration model was adjusted and at that point the software appeared to be moving slower. In the plan screen the system was unresponsive and exited to the blue logo screen. A hard re-boot of the system restored normal function, cranial software was re-launched and proceeded to register. All 3d model work and plans had been saved. There was no patient present when this issue was identified.